Manufacturer narrative:
Product analysis: at analysis it was noted that the analyzer powered on using a known good programmer and that no cable was returned. The patient connection was very dirty and contaminated and the device failed the patient cable operation. It was recommended that the analyzer be returned to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer would not turn on. The analyzer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis.